Manufacturer narrative:
Device evaluation: one smiths medical fluid warmer was returned for analysis with a wear and tear damaged enclosure, front cover, reflux plug, and pole clamp, leaky block assembly, outdated printed circuit board (pcb) and power switch. During analysis, the reported event was able to be duplicated. It was noted that the block assembly was damaged and was the cause of the reported issue. Service replaced the block assembly to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Additional information was received that the event occurred during testing.

Event description:
Information was received that a smiths medical fluid warmer had low circulating alarm, as well as a leak. No adverse effects were reported.